Event description:
The distributor contacted animas on (B)(4) 2011 reporting that the patient reportedly suffered elevated blood glucose levels and was hospitalized. The patient reportedly had hyperglycemia for approximately 48 hours. She had a reading of 300 mg/dl in the morning and took a bolus dose. Prior to going to work the patient reportedly forgot her insulin pen. When she went to work she reportedly fell into a diabetic coma and had a blood glucose reading of 430 mg/dl. She was hospitalized on (B)(6), 2011. There was no information about treatment at the hospital. She reportedly was hyperglycemic 48 hours prior to the hospitalization. She reportedly changed her supplies after 24 hours of elevated blood glucose on the evening of (B)(6). The pump was troubleshot and the time and date were reportedly correct. The basal settings were correct and the patient was using the correct basal program. The advanced settings were also correctly programmed. This complaint is being reported because the patient allegedly was hospitalized for hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(6). The pump was returned to animas. Evaluation demonstrated that the daily insulin delivery totals matched the user's programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in the pump histories. The pump was exercised and delivered insulin accurately. There were no defects found with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.